Event description:
It has been reported to philips that the system would not power on. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system on/off was not working. Upon testing, the fse noticed f11 fuse was broken on the mpdu. The fse replaced the fuse on the mpdu. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.